Event description:
A center director reported a patient with trace diffuse lamellar keratitis of the right eye, three days post lasik treatment. The topical steroids were increased and the patient was placed on an oral steroid. Upon additional follow up, it was reported the patient was tapered off the topical steroid and the symptoms resolved 12 days post lasik treatment. The patient is doing well and is seeing 20/15. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).